Event description:
Patient was diagnosed with an abdominal aortic aneurysm. 2000: aaa graft was placed. During procedure, physician encountered wire wrap with first graft; second graft was deployed normally. Patient recovered normally. Same day: patient has developed embolic occlusion of the femoral arteries. Two days later: patient reports persistent numbness in lower extremities and pain in coccyx. 2001: patient complains of burning numbness and sexual dysfunction. 7/19/01: patient complaints of pain in lower extremities. 2002-2004: patient continues to complain of pain and sexual dysfunction.

Manufacturer narrative:
Notification of event was received from the evt firm as result of a claim.